Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that there was smoke observed from the dimension vista 500 system monitor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the monitor and the cable. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they smelled a burning smell and observed smoke from the dimension vista 500 system monitor. There was no electrical hazard observed. No visible flames associated with the reported event. No one was injured, and no medical treatment was required. There are no known reports of adverse health consequences due to the reported event.